Event description:
A malfunction alarm was reported by the caller concerning the pump, with no notable events occurring prior to the incident. The impact on the customer¿s blood glucose level was unknown as the individual declined to answer whether it exceeded 500 mg/dl. Customer technical support assisted the caller with resetting the pump and arranged a follow-up to ensure a complete reset, as the caller lacked the necessary charging supplies.